Event description:
It was reported that the patient cable of the mobile power unit was loose at the rubber end around the black and white connector. There was light discoloration.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial #: (B)(4)) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable was discolored and loose around the lemo connector. The system was able to power on as intended. A functional test was performed. The system functioned as intended. The patient cable was replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(4)) and the mpu was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.